Event description:
It was reported that a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted and advanced to the valve. However, difficulties visualizing the clip occurred, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed. Therefore, the clip was deployed where it was stuck via grasping chordae and or papillary muscle. An additional clip was deployed on the tricuspid valve, reducing the tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) cannot be determined. Image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to anatomy and shadowing from the device. Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and the clip being deployed only on chordae and possibly papillary without leaflets. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.